Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medical surgical care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Eval found cracks on the upstream sensor tail which is a known contributor to the reported symptom. The failed upstream sensor was replaced.